Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked when using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: the units were manufactured on afa line 1 from 5jul17 through 10jul17 and packaged on line 9 from 14jul17 through 17jul17. All challenges, set up and in process inspections were performed and passed per specifications. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received 2 unused 20ga iag units within sealed packages from lot number 7180630. All components were present and intact. Visual/microscopic examination: the units revealed no mechanical/physical damage to any of the components. There were no bends, holes, splits, kinks or wrinkles in the tubing of the units. Lie distance: the units were within the acceptable range of 0.001 - 0.023. Flashback: the flashback was performed to re-create the customer experience. The catheter successfully went into the artificial vein, the white button was pushed and a 10ml luer syringe was connected to the end of the luer adapter. The blood did not back out. Investigation conclusion: root cause; relationship of device to the reported incident: indeterminate: comment: there was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defect. The units tested did not display any adverse characteristics that would contribute to the defect the customer experienced. The actual unit was not returned for evaluation.

Event description:
It was reported that blood leaked when using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that blood leaked when using a bd insyte autoguard shielded IV catheter. There was no report of exposure, injury or medical intervention.